Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+3.0/103 (sphere/cylindar/axis), into the patient's right eye (od) on (B)(6)2018. On (B)(6) 2019 the lens was explanted due refractive surprise. The reporter states "lens was removed and we'll wait for ensure stability." The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial. There was clear surgical residue on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specification. (B)(4).